Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to loose / flush drive support disk. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error and a motor error alarm. The blood glucose reading is 141 mg/dl. Nothing further reported.